Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street suite of america city: northridge state: california zip code:92121. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545, manufacturing site: 8021545.

Event description:
High bg due to occlusion issue and got treated with insulin injection.